Manufacturer narrative:
The pt's attorney initially reported a single composix kugel, which was filed with the FDA under (B)(4) when davol was originally made aware of the complaint. However, medical records were later received that identified an additional mesh. Currently, it is unk whether the device may have caused or contributed to the alleged event. The pt has an extensive, complex medical and surgical history that includes multiple hernia repair procedures, hepatitis, diabetes and a gunshot wound to the abdomen after implant of the bard mesh. It was reported that the pt developed an infection. While there is no indication in the medical records that the mesh was the source of that infection, the IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The mesh appears to have been partially explanted, and no sample has been returned for eval. Additionally, the medical records do not indicate a specific device failure. Without additional info, no conclusion can be drawn.

Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2001 - repair of ventral hernia with composix mesh, previously placed mesh partially explanted. On (B)(6) 2001 - treated for wound infection, cultures were obtained and antibiotics were prescribed. On (B)(6) 2001 - additional surgical intervention for abdominal wound debridgement. On (B)(6) 2002 - gunshot wound to abdomen, exploratory laparotomy, cholecystectomy, debridement of entrance and exit perforating wounds of the stomach with gastrorrhaphy and drainage of right subhepatic space. On (B)(6) 2004 - repair of recurrent incarcerated incisional hernia with multiple defects, enterolysis, partial explant of composix mesh. On (B)(6) 2005 - repair of multiple recurrent incisional hernias, extensive enterolysis, composix kugel implanted. On (B)(6) 2005 - exploration, evacuation and drainage of abdominal wall hematoma. Repair noted to be intact and secure. On (B)(6) 2006 - office visits: patient was lifting heavy objects and may have been bumped in the abdomen as well as having weight gain and now complains of possible recurrence of two hernias, one in the epigastrum one at abdominal scar. On (B)(6) 2007 - hospital admission: abdominal wall infection, hypertension diabetes, chronic anemia, history of night sweats. On (B)(6) 2007 - incision and drainage of abdominal wall infection with excision of composix mesh and composix kugel. On (B)(6) 2007 - laparotomy, distal small bowel resection, appendectomy. Appendix noted to be densely adherent to composix kugel.